Manufacturer narrative:
(B)(4). Previous supplemental indicated file was being considered not reportable; this information was inadvertently added to the supplemental report. File is considered a malfunction.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cts45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during an unknown procedure, the device has not stapled or clipped. The device would cut but stapled partially. The surgeon had to take another stapler to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental at the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device cut completely? Did the device deliver any staples? If yes, were the staples formed properly? Was the staple line complete? On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? What color cartridge was being used? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device cut completely? No. Did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes. Was the staple line complete? No. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? No information available. What color cartridge was being used? No information available. Was buttressing material utilized? If so, which product? No information available. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No information available. Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.